Event description:
The customer reported her blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. As a result of the meter not turning on, the customer reported experiencing shakiness and sweatiness. The paramedics were called, but it is reportedly unknown if a treatment was provided. The customer additionally reported being transported to a hospital where she was diagnosed with severe hypoglycemia, but the treatment is unknown. It was also reported the customer was taking her regular diabetes medications. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.